Manufacturer narrative:
The service center verified the complaint. The liquid crystal display (lcd) universal interface (ui) printed circuit board (pcb) was replaced. The unit passed testing. (B)(4).

Event description:
The customer reported that the n65 monitor display was missing segments. The patient was not harmed or injured as a result of the event.